Manufacturer narrative:
This case was initially received via regulatory authority (ansam, reference number: (B)(4)) on 03-sep-2020. The most recent information was received on 11-sep-2020. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pain') in a 40-year-old female patient who had essure (batch no. D31450) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant), dysmenorrhoea ("painful periods"), menstruation irregular ("periods anarchic"), vaginal haemorrhage ("haemorrhage"), pain ("body aches"), headache ("headache"), depression ("depression"), fatigue ("fatigue") and nausea ("nausea"). At the time of the report, the pelvic pain, depression and fatigue had not resolved and the dysmenorrhoea, menstruation irregular, vaginal haemorrhage, pain, headache and nausea outcome was unknown. The reporter provided no causality assessment for depression, dysmenorrhoea, fatigue, headache, menstruation irregular, nausea, pain, pelvic pain and vaginal haemorrhage with essure. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 11-sep-2020: quality safety evaluation of ptc we received a lot number in this case. A technical investigation was conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (ansam, reference number: (B)(4) on (B)(6) 2020. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pain') in a (B)(6) female patient who had essure (batch no. D31450) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant), dysmenorrhoea ("painful periods"), menstruation irregular ("periods anarchic"), vaginal haemorrhage ("haemorrhage"), pain ("body aches"), headache ("headache"), depression ("depression"), fatigue ("fatigue") and nausea ("nausea"). At the time of the report, the pelvic pain, depression and fatigue had not resolved and the dysmenorrhoea, menstruation irregular, vaginal haemorrhage, pain, headache and nausea outcome was unknown. The reporter provided no causality assessment for depression, dysmenorrhoea, fatigue, headache, menstruation irregular, nausea, pain, pelvic pain and vaginal haemorrhage with essure. We received a lot number in this case. A technical investigation will be conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.